Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced star burst around lights that are reported as debilitating. Additional information has been requested.

Event description:
Additional information received states the patient reports the starburst and glare are still present but have returned to usual amount prior to initial surgery. The patient is still being assessed for improvements.

Manufacturer narrative:
The customer indicated the use of a qualified cartridge and handpiece. The customer indicated the use of a viscoelastic, which is not qualified for cartridge use. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).